Event description:
It was reported that pump display had pixel issue that appeared as spider web pattern and interfered with ability to read and interact with screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details without signature requirement, and provided instructions for placing current pump into storage mode before return, which customer understood and acknowledged.